Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The occluded target lesion was located in the circumflex (cx) artery. The lesion was wired and clot was removed with an non-bsc aspiration catheter. The lesion was pre-dilated with a 2.5x15mm emerge balloon catheter. A second wire was placed in the obtuse marginal (om) artery. A 2.25x12mm promus premier stent was deployed in the distal cx past the origin of the om with good result. The 3.0x24mm promus premier was deployed in the cx across the origin of the om jailing the second wire. The proximal end of the 3.0x24mm promus premier stent was post-dilated with a 3.0x12mm quantum apex balloon and it was noted that the stent was deformed. The stented lesion was re-wired and the deformed stent was dilated with a 1.5x12mm emerge balloon, a 3.0x16mm promus premier stent was placed over the deformed section with good result. The proximal sections of both proximal stents were post dilated with a 3.5x8mm nc quantum apex balloon. The final angiographic result was excellent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).